Event description:
The customer reported the unit went vent inop and alarmed. The unit was not in use at time of the reported problem. There was no patient harm reported. The ventilator was returned to the factory for evaluation. The event reported by the customer was verified during factory testing by respironics engineers. The engineers reported a diagnostic code in the log indicates that a loss of power occurred due to a depleted battery. The battery will be replaced to correct the problem.